Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The frequency and I-time was very unstable. Driver power module is defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator does not hold pressure. At this time, there is no information about patient involvement.

Manufacturer narrative:
Additional information: a vyaire field service representative (fsr) went back onsite and evaluated the ventilator. The driver power module, power supply and ddi board was replaced. Performed calibrations, and checkout procediures according to service manual and passed.